Manufacturer narrative:
Patient age is unknown, however it is noted to be over 18 years. The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in a post polypectomy procedure. According to the complainant, during preparation, the clip would not come out of the sheath. The case was able to be completed with another resolution clip device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.